Event description:
Complainant alleged that the medics were attempting to monitor a 58 year old male pt who was presenting a bradycardia heart rhythm. As the medics were transferring the pt from the gurney to the emergency room's bed, the device displayed a "status 56" error message. The device then became totally inoperable. The medics and clinicians were able to obtain the emergency room's device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.